Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported sensor updating, calibration not accepted and inappropriate sensor glucose value. The customer experienced hypoglycemia with a blood glucose value of 20 mg/dl at the time of the event and was rushed into emergency medical services and was treated with an intravenous infusion drip and glucagon. Troubleshooting was performed. It was unknown whether the customer was using the insulin pump within 48 hours of the event, and whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue using the insulin pump. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set, ozp mmt-7020la-snsr, mds- mmt-7911na-xmtr.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section b5 and h6 under health effect - clinical code was incomplete. The correct information was included in section b5 and in section h6 under health effect - clinical code as 2418 with this report.

Event description:
Update summary: the customer reported via phone call that emergency medical services were dispatched on (B)(6) 2023 at 02:00 due to hypoglycemia. User mentioned they had also passed out. Blood glucose at time of event was 20 mg/dl. User was given dextrose with glucose intravenously by the paramedics. Glucagon was also mentioned as a treatment. Blood glucose at time of the call was 134 mg/dl. Customer also called about receiving sensor update alert, calibration not accepted alert and sensor glucose vs blood glucose. Troubleshooting was declined for sensor issues. It is unknown if auto mode was in use. The insulin pump will not be returned for analysis.